Manufacturer narrative:
Investigation of the returned product failed functional tests with blade stall error. Motor/gearbox pn: 91000516 locked up from saline leak to housing. Motor is extremely corroded and cannot be removed from housing. Unit requires non-warranty service. No further action is deemed necessary as a result. (B)(4).

Event description:
During an hip scope procedure while using a svc repl, mdu, hand cntrl, pwrmx the device overheated during the case. When the dr. Used the handpiece, he noticed the handle was very hot and when removed the blade from the handpiece it had burnt/melted the hub of the blade.